Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to perform operating currents due to blank display. Unable to verify that battery and reservoir indicator is functioning properly due to blank display. Device had minor scratches on lcd window and cracked case at reservoir tube window corners. (B)(4)

Event description:
The customer reported via phone call that the battery sensor on the insulin pump was not functioning. Customer stated that the battery icon doesn't deplete with the battery's actual life. It will always show full even if the battery is low and the insulin pump will give a low battery alert. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.